Event description:
Caller reported aviva system blood glucose result of 457 mg/dl, recleaned finger, retest result was 113 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported aviva system blood glucose result of 457 mg/dl, recleaned finger, retest result was 113 mg/dl within 10 minutes on the recleaned finger, retest result was 113 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.